Event description:
It was reported the stent failed to deploy during a procedure to stent an iliac vein. The procedure was up and over, but the path was not tortuous and the physician did not have any difficulty advancing to the intended site. Once at the intended site, he was unable to deploy the stent. The delivery system was removed and the procedure was completed with another device. No injury to the pt.

Manufacturer narrative:
The review of the mfg records revealed that this product was found to have met all specifications prior to shipment. This application represents an off-label use. The fluency tracheo bronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established. As no sample was returned for investigation, an evaluation could not be performed. The complaint is inconclusive.